Manufacturer narrative:
Vyaire medical file identification: (B)(6). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device not returned yet

Event description:
It was reported to vyaire medical that the vela ventilator alarmed xdcr (transducer) fault during pre-use checks and is unable to calibrate the exp (expiratory) flow xdcr (transducer). The customer confirmed that there is no patient involvement associated with this reported event.